Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the touch screen calibration. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the touch screen calibration failed. To fix the issue the fse replaced the touchscreen and performed a pm and safety checks. Repair performed and unit cleared for clinical use and returned to customer.